Event description:
It was reported that during a splenectomy procedure, the case went fine. Post-op, the patient was taken back into the or with an open staple line. It is unknown how the staple line was repaired. There is no further information at this time. The device was discarded. Additional information being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.

Manufacturer narrative:
(B)(4). Corrected data: upon review of additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: surgeon stated that the patient returned to his office three days post op and the staple line had opened up, but nothing was done. Was the three day post up visit scheduled? Yes. Were steri strips applied to the incision? No. Or, was anything else done to the patient at that time? Nothing. Did the surgeon provide any additional information? No.